Event description:
Per the clinic, open and short circuits were noted resulting in performance decrement with the device (specific date not reported. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.